Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found the blades were discolored. A visual inspection was performed and found no damage. The instrument moved with manual articulation with no issues. The instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause is attributed to a component a failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the tip of the monopolar curved scissors instrument was burnt. No known impact or patient consequence was reported.